Event description:
It was reported the patient's charger will not communicate with her ipg. The programmer will communicate and the patient has stimulation. Replacement chargers were not able to resolve the issue. It was reported the patient will consult with his physician regarding possible surgical intervention at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.